Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st w/ echo (device #3). Additional emdrs were submitted to represent the bard flat mesh (device #1) and the bard/davol ventrio mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified implants bard mesh, ventrio and other ¿mesh echo bard¿. The dates of implant are listed as (B)(6) 2020 and (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿. It is also alleged that the patient experienced emotional distress and the device was defective. Note: we have identified the device alleged as ¿mesh echo bard¿ as a ventralight st w/ echo for the purposes of processing the complaint records. If/when clarity is provided the record will be updated.